Event description:
Broken piece remains in the patient, tip of drill broke in the patient during drilling bone tunnel. Broken piece (4mm) remains in the patient.

Manufacturer narrative:
Device is not being returned for evaluation.